Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump resulting in air being delivering instead of insulin. Customer's blood glucose (bg) level was 300 mg/dl. Customer administered manual injections to address bg. Reportedly, customer performed fill tubing sequence and resumed insulin delivery.